Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician tested model lap top ventilator 1150. The device passed 103 hour extended tests at the customer's settings. The device passed troubleshooting final test which included many alarm and ventilation functions. The device passed all testing and met all vyaire manufacturer specifications. The event trace contained no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to vyaire that a patient passed away while connected to model lap top 1150. The customer confirmed that there are no allegations of a ventilator malfunction.